Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported "fluid calibration" which was observed during evaluation as a free flow. Evaluation observed an uncontrolled flow during the pumping phase of fluid delivery during testing. After testing, an internal visual inspection of the cam shaft assembly revealed there was an absolute absence of grease on all four cam lobes. Abnormal wear on the cam lobes was identified via white particulate on the cam shaft assembly and surrounding area of the mechanism assembly. The abnormal wear observed was determined to be a result of the aforementioned absence of grease on the cams. It was determined that the premature wear lead to the upper valve being unable to occlude the line during the pumping phase of the device, and therefore an over-infusion. The camshaft assembly and pushers require replacement to address to reported symptom. Travel and flow calibration will be required during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with "fluid calibration". There was no patient involvement. No additional information is available.